Manufacturer narrative:
The customer contracted a siemens customer care center (ccc) specialist. The customer supplied the quality control (qc) data, which was in range. A siemens headquarters support center (hsc) specialist reviewed the data supplied. The hsc specialist stated that the assay is performing as expected. The correct calibrator values are being used and the control recover is good. However, the difference between the advia 2400 instrument result and the alternate instrument results were significant. The hsc specialist recommended that a patient correlation of 20-40 random patient samples be performed, comparing cholesterol concentrate and triglyceride concentrate methods to the alternate instrument. The hsc specialist requested the data when completed. Siemens is currently investigating the issue.

Event description:
Discordant, low bias cholesterol concentrate, discordant triglycerides, discordant direct hdl (high density lipoprotein), and discordant direct ldl (low density lipoprotein), results were obtained on patient samples on an advia 2400 instrument. The discordant results were reported to the physician(s), who questioned them. The customer did a comparison study of cholesterol, hdl and ldl assays. The results were compared with another method, tested at an alternate laboratory. The calculated sum results of hdl and ldl were greater than cholesterol results on the advia 2400 instrument. The customer also found calculated ldl was different than measured ldl on the advia 2400 instrument. There are no known reports of patient intervention or adverse health consequences due to the discordant, cholesterol, triglycerides, direct hdl, and direct ldl result.

Manufacturer narrative:
The initial MDR 2432235-2016-00356 was filed on july 1, 2016. The 1st follow-up MDR 2432235-2016-00356 was filed on august 1, 2016. Additional information received on 08/04/2016: a siemens headquarters support center (hsc) specialist reviewed the event. Hsc sent an official letter about the comparison of the advia instrument to the abel-kendall reference method. The customer decided to use a higher value calibrator concentration for a workaround. The customer was informed that changing the calibrator value is off label usage. Further review of the information by hsc, shows that the lab performs approximately 1500-2000 lipid panels a day. A 5-10% of these samples demonstrate a low bias on cholesterol. Since this is a reference lab, it is expected that some of the patients have lipid disorders and have some dyslipidemia. Patients with dyslipidemia will often not produce consistent results on different methodologies due to differences in how the lipids are measured and the detergents used to clear other lipid molecules from the sample. The advia chol_c method has been certified through the cdc cholesterol reference method laboratory network (crmln) and the certificate was shared with the customer. The customer did change the calibrator bottle value from 180 mg/dl to 191 mg/dl. The assigned bottle value is 180 mg/dl. The certification certificate showed a master calibrator value of 191 mg/dl (these are different lots of calibrator). This is off-label use and is not supported by siemens. Hsc requested the customer to perform a correlation study using 30-40 random patient samples an compare the overall bias. The customer refused to perform this type of correlation study. A review of the quality control (qc) shows it to be in range.

Manufacturer narrative:
The initial MDR 2432235-2016-00356 was filed on july 1, 2016. Additional information (07/07/2016): a siemens headquarters support center (hsc) specialist reviewed the data supplied. The hsc specialist stated that the assays are performing as expected. The quality control (qc) data provided was in range. Hsc reviewed national cholesterol education program certification for hdl and cholesterol and both are certified and traceable to the appropriate reference methods. Hsc reviewed the college of american pathologists peer data for the most recent three surveys and determined the advia cholesterol assay is in range. The customer's data is not representative of a true correlation as it consists of selected outlier samples. The customer refused to performed a full correlation study. Hsc cannot verify the accuracy of the alternate instrument. The cause of the discordant, low bias cholesterol concentrate, discordant triglycerides, discordant direct hdl (high density lipoprotein), and discordant direct ldl (low density lipoprotein), results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.